Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the device was returned for analysis. The device was returned with a 0.018in guide wire inserted which could not be removed from the device. Solidified blood was also observed within the lumen and hub of the device that may have resulted in the inability to remove the guide wire from the device. An examination of the device identified that 9mm of blade and pad was partially detached on the proximal end of balloon, with 11mm of blade and pad still attached to the balloon. This damage can potentially be a result of the resistance encountered during the advancement or withdrawal of the device most likely due to the operational context of the procedure. The total size of the blade is 2cm. The other blades were intact and fully bonded to the balloon material. The returned device was attached to an encore inflation unit and positive pressure was applied. The balloon was inflated to its rate of burst pressure of 10atm for 30 seconds. This inflation to rate of burst pressure of 10atm was repeated three times and with no leaks or drop in pressure was noted. No issue was observed with the tip or markerbands of the device which could have contributed to the complaint incident. A visual and tactile examination found no damage to the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: ¿¿under fluoroscopy, slowly inflate the peripheral cutting balloon device 1 atm (101 kpa) every 5 seconds until balloon indentation is no longer visible. Do not inflate the peripheral cutting balloon device above 10 atm (1013 kpa). Hold inflation for 60 to 90 seconds. After dilating the lesion, slowly deflate the peripheral cutting balloon device 1 atm (101 kpa) every 5 seconds.¿¿ (B)(4).

Event description:
Reportable based on device analysis completed on 10-may-2017. It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and moderately calcified left forearm shunt. A 5.00mm x 2cm peripheral cutting balloon¿ was selected for use. During procedure, it was noted that the balloon ruptured during second inflation at 10atm for 30 seconds. The procedure was completed with another of the same cutting balloon. No patient complications were reported however, device analysis revealed that the blade and pad was partially detached.